Event description:
On 02/16/2000, an integra neurocare ("inc") employee received info alleging that an intracranial pressure monitoring catheter, inc model #nl950-v, was used to monitor a pt who was post craniotomy due to a depressed skull fracture and subdural hematoma. According to the rptr, "the monitor [was] placed a total of 4 days. Over at least the final two days the fiber optic detected intracranial pressure was negative (-15 to -20). The pt's [condition] slowly deteriorated the final two days but, unfortunately, the nurse failed to recognize these signs and trusted the low to negative number." The rptr expressed the belief that "the nurse would have reacted differently if there was an accurate report of intracranial pressure".